Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did three back to back (rapid succession) blood glucose tests. After getting a result of 258 mg/dl on the first test, she applied a second drop of blood from the same fingerstick and got a result of 189 mg/dl. She did a separate fingerstick for the third test and got a reading of 253 mg/dl. Reporter checked her confirmation dot against color chart. No control solution was available for testing. No symptoms reported and no allegation of harm made.